Event description:
A customer reported that the pump screen was unresponsive, preventing interaction with the device. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and the specific value was not reported. Technical support provided instructions for a pump reset, but the screen remained unresponsive. The customer chose to switch to manual daily injections (mdi) as an alternate therapy.